Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The investigation is ongoing.

Manufacturer narrative:
The cobas c 703 analytical unit serial number was (B)(6). The customer inspected the wash stations and replaced the sample needle. The field service engineer checked the used sample probe and found an issue with the vertical movement of the sample probe. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with total protein gen.2 assay on a cobas c 703 analytical unit. Sample 1: initial result: 2.71 g/dl. Repeat result: 6.99 g/dl. Sample 2: initial result: 2.13 g/dl. Repeat result: 7.88 g/dl.